Manufacturer narrative:
Manufacturing evaluation conclusion: no product was returned for evaluation. A direct correlation between the device and the reported elevated ldh and patient's expiration could not be conclusively determined. The instructions for use lists hemolysis, as an adverse event that may be associated with the use of the hm ii lvas. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient had multiple emergency room visits and hospitalizations from (B)(6)to (B)(6) 2018, after undergoing a pump exchange on (B)(6) 2017. The admissions were previously unreported to the manufacturer, and were associated with non-device related ventricular tachycardia (vt), dysphagia and gastroparesis. There was a single admission for elevated lactate dehydrogenase with associated treatment. On (B)(6) 2018 that patient was admitted to emergency department for chest pain and non-sustained ventricular tachycardia (nsvt) and gi discomfort. The patient also experienced elevated lactate dehydrogenase, and was treated with a heparin infusion. The patient was placed under hospice care and expired on (B)(6) 2018. No additional information was provided.